Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise, oversensing and a few beats of intermittent loss of capture (loc). Additionally, a couple spikes in pacing impedance measurements were observed upon review of device memory with the highest measurement being 620 ohms. The noise was felt to be consistent with oversensing related to the minute ventilation (mv) feature and was unable to be reproduced in clinic. The patient was noted to have an underlying rhythm in the 35 beats per minute (bpm) range. The mv feature was programmed off and monitoring will be continued. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that the patient was later brought back into the clinic to program the lead pacing configuration to unipolar as the patient was noted to have complete heart block. Prior to programming changes, additional maneuvers were performed to attempt to recreate noise, however, no noise was observed. The lead configuration was reprogrammed and monitoring will be continued.